Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving unspecified high sensor scans as compared to the built-in meter. The customer experienced symptoms of trembling and a loss of consciousness however, the customer was able to regain consciousness on their own and self-treated (unspecified). There was no report of third-party intervention. There was no report of death or permanent impairment associated with this event. Reportedly, sensor scans of 18 mmol/l and 17.6 mmol/l in comparison to the built-in meter results of 7 mmol/l and 8 mmol/l when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving unspecified high sensor scans as compared to the built-in meter. The customer experienced symptoms of trembling and a loss of consciousness however, the customer was able to regain consciousness on their own and self-treated (unspecified). There was no report of third-party intervention. There was no report of death or permanent impairment associated with this event. Reportedly, sensor scans of 18 mmol/l and 17.6 mmol/l in comparison to the built-in meter results of 7 mmol/l and 8 mmol/l when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.